Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the e7506 patient return electrode was used in a radio frequency ep procedure. It was connected to a j+j biosense webster stocker ablation device. The pad was used as a dispersion electrode in the procedure and following the procedure the patient was left with a pad site burn. The patient has been sent home under the care of a tissue viability nurse who will be monitoring the burn.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 05/10/2016. The returned grounding pad was tested for continuity with acceptable results. Visual inspection confirmed the pad was assembled correctly. No conditions were identified that would have caused or contributed to the reported event. The instructions for use state that e7506 grounding pads are designed for use in traditional monopolar surgical procedures. Non-traditional procedures that utilize high current, long duty cycles, or both (for example tissue lesioning, tissue ablation, tissue vaporization, and all procedures in which conductive fluids are introduced into the surgical site) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one patient return electrode may help mitigate the increased risk.